Manufacturer narrative:
Representative samples have been received and all visual and functional test requirements were met.

Manufacturer narrative:
(B)(4) date sent to the FDA: 06/21/2016. (B)(4). Additional information was requested and the following was obtained what was the name of the initial procedure? Excision of single lipoma in patient left forearm. What is the event date? (B)(6) 2016. Where was the needle grasped prior to the needle breakage (i.e. Swage, central portion of needle)? I believe I grasped the needle in the back 1/3 of the body of the needle, prior to the swaged end. Have the needle piece(s) been retrieved or are they still located in the patients arm? Patient had exploration of the left forearm wound and removal of suture needle under fluoroscopic guidance on (B)(6) 2016. Were any measures taken to try and retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? None known. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Back to or, as above. Were x-rays taken to locate the needle piece(s)? Yes. At what location was the needle found? Medial margin of the wound. If retained, what is the surgeon's opinion of consequences to the patient? None. What in the physicians opinion are the factors contributing to the event? Uncertain. Were there any patient consequences? Not aware, other than need for surgery. Is the product or representative sample (product from the same lot number) available for evaluation? Package available ¿ yes.

Event description:
It was reported that a patient underwent an excision of a single lipoma on the left forearm on (B)(6) 2016 and suture was used. During the procedure, the needle broke while the doctor was using it, and it remained inside the patients arm. On (B)(6) 2016, the patient underwent an exploration of the left forearm wound and removal of suture needle under fluoroscopic guidance. The needle was found at the medial margin of the wound. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/26/2016. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.